Event description:
The generator had undergone product analysis in which no anomalies were detected. The lead remains the suspect product & has not been returned to date. No other relevant information has been received to date.

Event description:
Later the generator was replaced, this resolved the high impedance. As the lead has not been ruled out as a possible cause, the lead will remain the suspect product. It was noted that the high impedance was seen pre-operatively. It was the rep's assessment that the lead pin did not appear to be fully inserted. This is not confirmed by the medical professional. No other relevant information has been received to date.

Event description:
It was reported by the patient's mother that upon interrogation, the patient's device showed lead errors. The patient was referred for surgery after this. Clinic notes were later received that confirmed a high impedance condition. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the device was received by the manufacturer. Product analysis has not been completed to date. No other relevant information has been received to date.